Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked; further described as ¿fluid leaked within the cassette and it made a funny noise like something was not going through it correctly¿. This was identified during use for peritoneal dialysis (pd) therapy. To remedy the issue, the patient closed all clamps and retested with a new cassette after shutting the pd cycler off. The second cassette did the same thing, however, the third cassette worked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.